Event description:
Allegedly revised due to fracture of the component. Patient had prosthesis for 8 years. Patient had sharp pain and then fell.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01133, 01134, 01135, 01136. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint and package insert were reviewed. Photographic images were made.(B)(4).